Event description:
Three months after the catheter was implanted, the pt felt "something unusual" in his chest. Observation of the pt during an infusion showed upper chest and shoulder swelling. The pt was taken to x-ray, where fluoroscopy showed that the catheter had fragmented. The catheter fragment was removed via snare from the pt.